Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 119 mg/dl at the time of the incident. Customer stated that they cannot clear the alarm and they were doing a 13 mile marathon while wearing the pump in their bra. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.